Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during the gastric cancer surgery, after fired, noted that the device was broken into a few pieces. All parts were taken out from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.